Manufacturer narrative:
Pending resolution.

Event description:
As reported, the patient had an initial right tsa on (B)(6) 2020. The patient presented on (B)(6) 2022 and patient will undergo third revision surgery to remove antibiotic spacer and put in shoulder components. The patient was revised on (B)(6) 2022. The case report form indicates that this event is possibly related to device, possibly related to procedure. Outcome: resolved on (B)(6) 2022.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: d1/d2a/d2b, d4, g4, h4, h6. MDR section codes updated/corrected: b, c, e, g. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the reported revision due to suspected infection cannot be conclusively determined; however, it may be related to an underlying patient condition. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.